Manufacturer narrative:
H10: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and it was determined that the reported failure could not be reproduced but a potentially related malfunction could be confirmed during investigation. An assessment was performed and it was determined that the device's color marking, which indicates proper connection of an attachment, had partially come off. The housing was deformed up to a degree that it could not be excluded to have contributed to the reported condition. The device worked well after setting it up for testing, but it was difficult to insert the power module and attach the testing lid appropriately. Occurrence of deformed housings is captured under a CAPA. It was further determined that the device failed pretest for marking and labeling and check for roundness. The assignable root cause of these conditions was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before an unspecified surgical procedure for nail insertion, it was observed that the battery handpiece device would not work when the power module was inserted during testing. It was reported that an unspecified spare handpiece device was tentatively used to start the procedure. During the procedure a new power module was used in the affected handpiece and the handpiece device still did not work. The device was checked and it was confirmed that the connection between the cover, the handpiece, and the mode switch were proper. It was reported that after the nurse tried to fix the device for a while, the device began to function. It was reported that the procedure was successfully completed within a 30-minute delay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the device was tested the day before the procedure and it worked properly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.